Event description:
Caller states that pt was tested on device at 107mg/dl and lab result read 23mg/dl taken at the same time. No action was reportedly taken based on 107mg/dl reading. Quality controls were used and reportedly fell within acceptable range. Requested return of suspect device and replacement was sent.